Event description:
The rptr stated the surgeon used a cq2015a collamer aspheric three piece lens. As the surgeon was advancing the lens in the injector, he noticed the lens had torn. There was no pt contact. The reporter stated they used a competitor's injection system, which has not been approved by the MFR for use with this lens model. The rptr stated they are aware that using this injection system is off-label use.

Manufacturer narrative:
(B)(4).